Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination found the distal tip of the device was clearly broken off as evidenced by the lack of a threaded tip and shear marks. No fragment was returned. No other defects were identified. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause could be determined, it is possible that the device encountered unintended forces during use such as off axis torque or over-torque. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on (B)(6) 2019 the tip of the screwdriver broke off intraoperatively and got stuck in the screw head. The bone was extremely dense so the surgeon pre cut a hole with a 1mm smaller 5mm thread cutter. The hole was too small and the screwdriver stripped while attempting to tighten the screw. The screw had to be removed and no parts remained in the patient. There was a surgical delay of fifteen (15) min due to screw removal and replacement. The surgery was completed successfully. This report is for one polyaxial screw driver. This is report 1 of 1 for (B)(4).